Event description:
Per the clinic, the patient was hospitalized (specific date not reported). Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and skin erosion which was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on july 12, 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.